Event description:
Svc lead impedance warning on (B)(6) 2023. High rv (right ventricular) threshold on (B)(6)2023. Ra (right atrial) lead oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5152662.